Manufacturer narrative:
510k: this report is for an unknown reamer. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for distal tibia fracture with the drive shaft in question. During bone aspiration in femoral diaphyseal bone, when the ria reached subtrochanteric area, it became difficult to ream the bone. The surgeon pushed and pulled the reamer to ream the bone. Then, he found metal-like foreign matters around the reamer head by x-rays. He stopped reaming immediately and tried to remove them. However, 3 or 4 fragments could not be removed and remained in the bone. The surgery was delayed by less than 30 minutes. During the surgery, the locking clip once detached from the device while reaming. No further information is available. Concomitant device reported: unknown reamer irrigator aspirator (ria) tube assembly (part # unknown, lot # unknown, quantity # 1). This complaint involves four (4) devices. This is 2 of 4 for report (B)(4).